Manufacturer narrative:
Updated sections: section g report source & other source - please specify. Section e changed initial report sent to FDA? From unknown to yes. The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter and between the catheter and the returned maquet sheath. A catheter tubing kink was observed at approximately 34.5cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed and a leak was detected on the membrane at approximately 1.3cm from the rear seal and measuring approximately 0.013cm in length. The reported problem was most likely triggered by the leak found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark caused by a calcified plaque in the aorta. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint #(B)(4).

Event description:
Mw5096709 received 05-october-2020 - after log rolling patient, blood noted in helium line of iabp. Iabp places on standby then turned off. Patient returned to cath lab for new iabp. Balloon ruptured. Etiology of ruptured balloon unknown at this time. Balloon returned to manufacturer. FDA safety report ID (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was noted in the helium tubing but had not reached the console. The console was paused and the helium tubing was disconnected. The console was then shut down and the iab was removed. There was no patient harm or adverse event reported.